Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator had an o2 tube that was deteroriated. There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that the v60 ventilator had an o2 tube that was deteriorated and requires replacement. An o2 tube was ordered by the se. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The device was serviced by a technician, and it was reported that the o2 hose on a pulmonary ventilator was replaced. The technician performed a successful test operation, and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.